Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Prior to the event the patient was receiving oxygen for an unspecified pre-existing condition. On (B)(6)2024, around 6:30 pm, the patient experienced shortness of breath. Her cgm was displaying 100 mg/dl, but no bg meter comparison was provided. The patient self-administered oxygen, but her condition did not improve which prompted her to call emergency medical services. At an unspecified time, ems arrived and transported the patient to the emergency department. On (B)(6)2025, follow up contact was made with the patient to verify additional information. The patient was admitted to the hospital for treatment of diabetic ketoacidosis. The patient mentioned at some point the cgm displayed 100 mg/dl (approximate), and the bg was around 300 mg/dl. ¿she was given insulin through IV to get her sugar down. Multiple checks at the hospital showed significant discrepancies between the bg meter and cgm readings, though the exact values are not remembered¿. After treatment the patient was discharged home on (B)(6) 2025. She mentioned she needed to reach out to her son to help replace the bg meter batteries and she was advised to contact dexcom to ask on how to do calibration. At the time of the follow up report, she was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.